Event description:
On august 2, 2006, the lay user/patient contacted lifescan alleging that his one touch ultra meter was prompting the "apply sample" message. The patient reported that in 2006, he attempted to test at 10:30 am; however, the meter prompted the "apply sample" message. He took 1000 mg of metformin and ate 2 hot dogs. Approximately 1 hour later, while in line to pay for his groceries, he stated he felt faint. He asked the store manager to contact 911 and then became unconscious. He was taken to the hospital and treated for hypoglycemia. The patient was unable to provide the meter type used at the hospital or the result obtained. The customer care advocate (cca) reviewed correct technique for sample application and discovered that the patient was using an incorrect technique. The cca walked the patient through a retest and was able to resolve the issue with training. Although the issue was resolved, the meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to obtain a blood glucose result due to use error, took his medication, ate food, became unconscious 1 hour later, and was treated for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.